Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device was jammed. There was no pt consequence.

Manufacturer narrative:
Tracking #.46301. Date sent: 11/13/1998. Endopath endoscopic multifeed stapler: based upon the inquiry info rec'd, visual examination and functional test, it was concluded that the reported "device jammed" during surgery occurred due to a partially yielded cartridge nose weld. The instrument was rec'd with a partially yielded nose weld which would not allow the following staples to properly feed into the nose to fire. No conclusion could be reached as to how the nose weld had yielded.